Event description:
It was reported to the field service technician for stryker that while transporting a patient the cot went from intermediate position to full position . Further investigation from the stryker field service technician revealed that the cot was in bad shape and the customer will be removing the unit from service. The patient was allegedly experiencing pain but complainant is not aware of medical intervention.

Manufacturer narrative:
As a result of the drop the patient alleged of pain in the neck and spine.

Event description:
It was reported to the field service technician for stryker that while transporting a patient the cot went from intermediate position to full position. Further investigation from the stryker field service technician revealed that the cot was in bad shape and the customer will be removing the unit from service. The patient was allegedly experiencing pain but complainant is not aware of medical intervention.